Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd was not able to determine the root cause of the failure since the sample was not provided. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Bd was able to confirm the customer¿s indicated failure mode, but can be attributed to a wrong use of the product.

Event description:
It was reported that connecta plus3 blue connecta fell off. The following information was provided by the initial reporter: the connection of the connecta was found to fall off when the pipeline was connected by complete cerebral angiography of the patient, so a new one was immediately replaced to continue the operation.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connecta plus3 blue connecta fell off. The following information was provided by the initial reporter: the connection of the connecta was found to fall off when the pipeline was connected by complete cerebral angiography of the patient, so a new one was immediately replaced to continue the operation.